Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch number access ports which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of access ports released in january 2021. Investigation results: we received for investigation one celsite st305 from batch nr 36973458 with it connection ring and its catheter in two pieces. Visual examination: the access port presents very few puncture marks inside the septum. Tool marks are visible on the metallic exit cannula. The catheter is separated in two segments: proximal part: a 0.3 cm long piece of catheter is still connected on the exit cannula. Several tooling marks are visible on the exit cannula. Distal part: this segment measures 21.6 cm. No visual defect is visible on it. The rupture facies presents a shiny part. This is characteristic of a damage done by a sharp object, a tool. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. The following measures are in mm. All measures conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. Tool marks are visible on the catheter and on the exit cannula. No other similar complaint was reported on this batch. According to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. This small defect progressively expanded during implantation period due to the natural movements of the patient. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. The IFU warns the user of such dangers (¿ vi - technical implementation). This is a rare incident. No corrective action is envisaged.

Event description:
"Access port placed at the (B)(6) clinic by dr (B)(6) has just been removed by dr (B)(6), surgeon at the (B)(6) clinic of (B)(6). The catheter was cut at the level of the fixation cannula, so there is a piece of catheter left under the connector."